Event description:
N/a.

Manufacturer narrative:
Updated fields h3 d9 b4 g3 g4 g6 h1 h2 h6 type of investigation investigation findings component codes investigation conclusions h11 a getinge field service engineer fse evaluated the unit and determined that the video generator board was the likely source of the problem the fse replaced the video generator board the problem did not recur after the replacement the unit was testing and verification in accordance with the service manual and all functions were confirmed to be operating properly the failure analysis and testing department received the following part video generator with a reported unit failure of touchscreen intermittently not responding the failure analysis and testing dept conducted a visual inspection of the part received and found that the part is in good condition the failure analysis and testing dept installed part video generator in the cardiosave test fixture and tested to factory specifications per procedure the failure analysis and testing department performed the functional test and pumping test for more than 2 hours and could not replicate the reported failure retaining the video generator in the fat dept per procedure.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6) hospital, updated field : b4 , g3 , g6 , h2 , h11 corrected field : d9 , e1 ( event site name ) ,h6 ( investigation findings , component codes )

Event description:
N/a

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s touch screen was not responding occasionally during use on the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.